Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overvoltage and service code 110-over voltage cleared no enegery) was confirmed. Upon investigation the monitor failed an incoming pulse test and was unable to complete essential performance testing. The cause for the failure was that the c10 capacitor shorted and caused damage to the the l1 component. The root cause of the shorted c10 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor had an overvoltage set and received a service code 110 (overvoltage set no energy).